Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-02054, 3005168196-2021-02055.

Event description:
The patient was undergoing a coil embolization procedure to treat a fistula using ruby coil lps, ruby coils, a lp system detachment handle (handle), and non-penumbra microcatheter. During the procedure, the physician advanced a ruby coil lp through the microcatheter and attempted to detach the ruby coil lp. The ruby coil lp would not detach with the handle. Subsequently, the ruby coil lp was removed. A ruby coil was then advanced through the microcatheter, but the ruby coil became stuck in the microcatheter. Therefore, the ruby coil and microcatheter were removed. The procedure was completed using new ruby coils, a ruby coil detachment handle (handle), and a new non-penumbra microcatheter. There was no report of an adverse effect to the patient.